Event description:
During a routine ventilator check, the measured exhaled volume was 50cc (vt set at 700), and every fourth breath displayed a pressure hold. No alarm condition was displayed on the ventilator. The pt was immediately ventilated manually with 100% oxygen while the ventilator was replaced. The pt condition was stable throughout the incident, no adverse effects occurred. The ventilator was brought to hosp biomed dept for further investigation.